Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the right atrial lead exhibited loss of capture. During an unrelated procedure, the lead was dislodged. The lead was explanted successfully. The patient was in stable condition and would continue to be monitored.